Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device stopped cycling and went to a blank screen with a 1009 "pressure regulation high" alarm error displayed on the screen. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) was able to duplicate the 1009 "pressure regulation high" alarm error and verified that the machine and proximal tubing from the gas delivery system (gds) to front panel were orientated correctly. The remote service engineer (rse) suggested that the customer should run performance verification test (pvt) for pressure and flow accuracy to see if the error could be isolated. The customer was advised to replace the data acquisition (da) printed circuit board assembly (pcba) if needed and provided the customer with the part number of the replacement da pcba for repair. The customer replaced the da pcba, but the issue remained. The rse then advised the customer on replacing the motor controller (mc) pcba and da-mc cable next to resolve the issue and provided the customer with the part numbers of the replacement mc pcba and da-mc cable for repair.

Manufacturer narrative:
Per a good faith effort response received, the issue was ultimately due to a faulty flow sensor assembly. Further information is pending.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the defective flow sensor assembly was replaced, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.